Event description:
On (B)(6) 2009 product replaced due to low impedance, poor r waves and high capture threshold. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).